Event description:
It was reported that the patient was undergoing a battery replacement and while monitoring the patient the anesthesia team observed an abnormal heart rhythm. It was described as a transient asystole. It was observed that the patient would lose their pulse and the oximeter reading would also significantly drop. The anesthesia team continued to monitor the pt. And confirmed the event of cardiac arrhythmia. The surgeon wanted tested if the vns system was causing the events so the device was programmed off and the events were not observed. After turning the device back on, the arrhythmia was again observed. The device was then programmed to lower settings until the arrhythmia was no longer observed. Suspect product has not been received into product analysis to date. No other relevant information has been received to date.

Event description:
The generator was been received for product analysis. Product analysis on the generator was completed and approved. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications.

Manufacturer narrative:
B5. Describe event; d9. Device available for evaluation?; corrected information; initial MDR inadvertently omitted information known prior to submission.